Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the stuck valve, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found suction cylinder was deformed and had no color. Switch 1 and switch 3 had a cut. The grip was shaved. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. Suction connector had corrosion due to water leakage. The circuit board unit on suction connector had corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. Due to adhesive peeled on bending section cover, insulation resistance value at distal end did not meet the standard value. The image guide protector was damaged. The plastic distal end cover had a dent. The objective lens had a scratch. The connecting tube had a cut and had a buckling. The adhesive around the light guide lens had wear. The universal cord had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the scope connector case unit and suction cylinder. There were no reports of patient involvement.